Manufacturer narrative:
H.6. Investigation summary: customer reported a false negative result. Neither photos nor returned good samples were received. The plot does not show any indicators of positivity.  Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while using the bd bactec¿ peds plus¿/ f culture vials (plastic) that there was a false negative result. The following information was provided by the initial reporter: 2ml of cerebrospinal fluid were put in the vial with 2.5ml of fos. Sample was also seeded on chocolate agar. There has been a growth of neisseria meningitidis on the plate but the vial is still not positive. Out of curiosity the lab decided to set up a slide and a subculture from the vial and they were positive. Vial is not being recognized as positive from bactec fx for neisseria meningitidis on a cerebrospinal fluid sample.

Event description:
It was reported that while using the bd bactec¿ peds plus¿/ f culture vials (plastic) that there was a false negative result. The following information was provided by the initial reporter: 2ml of cerebrospinal fluid were put in the vial with 2.5ml of fos. Sample was also seeded on chocolate agar. There has been a growth of neisseria meningitidis on the plate but the vial is still not positive. Out of curiosity the lab decided to set up a slide and a subculture from the vial and they were positive. Vial is not being recognized as positive from bactec fx for neisseria meningitidis on a cerebrospinal fluid sample.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.